Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the left ventricular (lv) lead was explanted. Additional information indicated that the patient had diaphragmatic stimulation. The lv lead was confirmed dislodged through chest x-ray. In addition, the lead was found to be too long during reposition and a decision was made to replace the lead with a shorter spacing spiral lead that would fit the patient's anatomy. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.